Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said that they needed the device off for another reason. The patient said they never understood the device and just gave up on it. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller indicated that based on notes he had the patient claims that the device has been turned off for several years and she hasn't used the device. The caller indicated that the patient has had mris in 2012 and 2016 and the patient claimed the same thing about the device at those times. The caller was an MRI tech and did not have any further information. The caller indicated that he did not see any information that indicated the patient had a managing healthcare provider (hcp) for the device.

Event description:
Additional information was received from the patient. Patient reported their device has been turned off for quite a while as they never really got it down to where it was working for them and not uncomfortable. Patient stated due to this therapy has been turned off for some time and they don't know where their controller or pt ID card is. Patient stated they will be going on vacation and they need something saying they have the device. When asked for event date, patient stated they can't remember and stated they think implant has been off for 6 years or more. Agent documented information patient reported. No further action taken by patient services. Warm transferred patient to device registration for pt ID card and to update registration as patient provided new phone number.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.